Manufacturer narrative:
A complete lead in two pieces was returned for analysis and the helix could not be extended due to the helix being clogged with blood/tissue. After cutting the lead, cleaning and turning the inner coil, the helix was able to extend and retract. The helix extension length was measured and was within specification and electrical testing did not find any indication of conductor fractures or internal shorts. The soft tip was damaged during product analysis.

Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, the right atrial lead was found to be dislodged. The lead was explanted and replaced and the patient was stable.